Event description:
It was reported the patient never had therapeutic effect, and since implant they had felt ¿the rapid 45 seconds and off 15.¿ it was stated the patient tried different programs and went up to 7 and continued to feel ¿the rapid 45 seconds and off 15.¿ it was noted since implant the patient had experienced ¿sporadic dripping and had increased the amount of pads, increased implant¿ and symptoms had not decreased by 50%. The patient was redirected to their healthcare provider. It was reported the device was working well on (B)(6), but for at least ¿the last two full months¿ prior to report, there was stimulation felt ¿only where the battery was implanted.¿ reportedly the patient met with the doctors assistant the week prior to report and ¿they tried 90 different programs and she still could only feel it where the battery pack was. It was noted she could turn it up to a 7 and ¿still barely feel it.¿ the patient had not felt it at all in the past two days prior to report. An x-ray was taken and results were not known. The patient was redirected to her healthcare provider.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va08ezq, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was later reported the patient had a lead revision on (B)(6) 2014 and their current generator was connected to a new lead. It was stated the patient's outcome was still pending due to the recent surgery.

Event description:
It was later reported the patient was still having concerns regarding their device or therapy but were working with their doctor or manufacturer representative. It was noted the patient had a CT scan done and the lead was with the right gluteus muscles. It was stated the patient was in the process of getting their device removed by the surgeon who put it in. Reportedly, the patient thought the muscle had grown around the lead.